Manufacturer narrative:
Balt USA's reference number: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process issue that could account for the observation. No additional complaints against lot number f201100330 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "tried gaining access with ballast via radial access and dilator tip was not smooth. Vessel was big enough for ballast but due to non smooth tip, dilator caught on radial artery. As he withdrew the sheath (needed to impart force to remove), the tip sheared off. No adverse patient impact." Follow up recieved by sale representative on 23-apr-2021 confirmed that device broke inside vessel and was safetly retrieved.